Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed because the doctor said "it wasn't any good." The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v386952, serial# implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).